Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient lost consciousness and was treated by emergency medical services (ems). It was not confirmed who called ems. The patient¿s cgm displayed 73 mg/dl but her bg was 17 mg/dl. The patient regained consciousness during transportation to the hospital. The paramedics had administered IV glucose and IV fluids. The patient was evaluated, monitored, and released from the emergency department (ed) 2 hours later. At the time of the report, the patient was in good condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.